Event description:
Home pt (hp) reports accidently disconnecting supply line tubing of homechoice set from solution bag during apd treatment. Spouse of hp reports baxter tech assisted hp in ending treatment and restarting with new supplies. No pt injury or medical intervention required per spouse of hp.